Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) hospital. Surgeon name: dr. (B)(6). Date of initial surgery: (B)(6) 2019 (report day: august 13/2019). Body part to which device was applied: upper extremity - radial. Surgery description: correction. Patient information: child, female. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: "on (B)(6) 2019, surgery for extending the distal radius was performed. The extension started on (B)(6) 2019, but the frame did not work properly. Even if the surgeon extends the external fixator, the screw rotates backward and the clamp returns to its original position. Because the fixator did not extend correctly, a new fixator was attached to the patient. A new external fixator is placed next to the problematic external fixator. The defected external fixator is still attached to the patient. The replacement surgery was performed on (B)(6) 2019." The complaint report form also indicates: the device failure had no adverse effects on patient. The initial surgery was completed with the device. The event did not lead to a clinically relevant increase in the duration of the surgical procedure. An additional surgery was not required. A medical intervention was required: performed on (B)(6) 2019. Copies of the operative report are not available. Copies of the x-ray images are not available. Patient current health condition: unknown. Note from the local distributor: we performed the following verification but did not reproduce the event that the proximal clamp returned to its original position. Cause not identified. Further information received on august 30, 2019 from the distributor: "this procedure was performed on an outpatient basis using conduction anesthesia." Distributor reference number: (B)(4). Manufacturer reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the device code m122, lot b96 (marked on component 600202) before the market release. No anomalies have been found. The original lot was comprised of (B)(4) units, manufactured in november 2014 ((B)(4) units), january 2015 ((B)(4) units) and may 2015 ((B)(4) units). All of them have already been distributed to the market. According to orthofix srl historical records, no other notifications have been received in regards to this specific device lot. Technical evaluation: the returned device, received on september 13th 2019, was examined by orthofix srl quality engineering department. The device was subjected to visual check as per orthofix specification. The visual check did not evidence any anomalies. The functional check did not evidence any anomalies: using a wrench the rail was moved and extreme positions were reached. In addition, the test performed under load passed. The functional tests performed did not reproduce the failure notified -proximal clamp returned to its original position-. The device performs properly. Medical evaluation: the information made available on the case with the results of the technical evaluation were sent to our medical evaluator. Please find below a summary of the medical evaluations performed. 2 september 2019. In this case a minirail fixator m122 was applied to a distal radius on (B)(6) 2019 to lengthen it, details not specified. Lengthening was started on (B)(6) 2019 (7 days later). There was a problem with lengthening the fixator, so a second fixator was applied next to the existing one. We understand from the information provided that treatment is now proceeding normally. The second fixator was applied after a nerve block was carried out (injection of local anaesthetic to block a nerve and produce local anaesthesia). I expect that the first fixator was left in situ to provide stability until the second fixator was locked. At that point I would expect the first fixator to be removed. Therefore this was a fixator exchange, maintaining stability to prevent discomfort and alarm because I assume that the radius would be unstable because of an osteotomy on (B)(6) 2019. I do not understand why the first fixator would be left attached to the patient. The second fixator was applied because the first one was not working. If it had not been applied the patient would have had an osteotomy without a result, and would need another one at some stage. 30 september 2019 with the outcome of the technical analysis: the technical analysis is very clear that the returned minirail passed all the functional tests, has no marks suggesting damage and is functioning entirely to specification. I can only agree that the failure in this case must have been due to a local technical reason; possibly as suggested the hinge screw was not sufficiently locked. Therefore it can be said that the device performed as specified. Final comments: the results of the technical investigation confirmed that the device is in conformity with orthofix specifications. The functional checks performed did not reproduce the event that the proximal clamp returned to its original position. The device performs properly. Based on the results of the technical evaluation, which confirmed the device conformity to orthofix specification, and on the evidences deriving from the medical evaluation, orthofix srl can conclude that the problem that occurred is not device related. Orthofix srl continues monitoring the devices on the market.

Manufacturer narrative:
Analysis of historical records orthofix (B)(4) checked the internal records related to the controls made on the device code m122, lot b96 (marked on component (B)(4)) before the market release. No anomalies have been found. The original lot was comprised of (B)(4) units, manufactured in november 2014 ((B)(4) units), january 2015 ((B)(4) units) and may 2015 ((B)(4) units). All of them have already been distributed to the market. According to orthofix (B)(4) historical records, no other notifications have been received in regards to this specific device lot. Technical evaluation: the device involved in this event has not been received by orthofix (B)(4) . The technical evaluation of the event is in progress. Medical evaluation the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the investigation are available. As soon as the results of the investigation become available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) hospital. Surgeon name: dr. (B)(6). Date of initial surgery: (B)(6) 2019 (report day: (B)(6) 2019). Body part to which device was applied: upper extremity - radial. Surgery description: correction. Patient information: child, female. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: "on (B)(6), surgery for extending the distal radius was performed. The extension started on (B)(6), but the frame did not work properly. Even if the surgeon extends the external fixator, the screw rotates backward and the clamp returns to its original position. Because the fixator did not extend correctly, a new fixator was attached to the patient. A new external fixator is placed next to the problematic external fixator. The defected external fixator is still attached to the patient. The replacement surgery was performed on (B)(6)." The complaint report form also indicates: the device failure had no adverse effects on patient. The initial surgery was completed with the device. The event did not lead to a clinically relevant increase in the duration of the surgical procedure. An additional surgery was not required. A medical intervention was required: performed on (B)(6) 2019. Copies of the operative report are not available. Copies of the x-ray images are not available. Patient current health condition: unknown. Further information received on (B)(4) 2019 from the distributor: "this procedure was performed on an outpatient basis using conduction anesthesia" (B)(4).